Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing cardiac arrhythmia. The patient was admitted to the hospital from (B)(6) 2018 until (B)(6) 2018. The patient's pacemaker was adjusted. The causal relationship between the arrhythmia and the left ventricular assist system (lvas) was considered to be low but could not be denied.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, "patient care and management," also lists arrhythmia as a potential postimplant complication. A direct correlation between the reported arrhythmia and the device could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced palpitations as a symptom of the ventricular tachycardia (vt). The vt was sustained for about one hour. The patient was treated with anti-arrhythmic medication and a pacemaker setting change. The patient had been experiencing arrhythmia and was implanted with an implantable cardioverter defibrillator (ICD) prior to lvas support.